Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported bent/kinked guide was confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Myocardial perfusion with 15% anterior ischemia, double aortic valvular lesion, hypophyseal adenoma, hypothyroidism in substitution, hyperuricemia, arterial hypertension, chronic renal failure, spinal pathology not specified. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via 7fr sheath after a angioplasty interventional procedure. Reportedly, when attempting to advance the proglide device a "fold" is observed in the device. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.